Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted, replaced and will be returned. No additional adverse patient effects were reported. Upon device interrogation it was noted that there was several non-sustained episodes as well as an episode where inappropriate anti tachycardia therapy and inappropriate shock was delivered. The patient noted they had received an inappropriate shock a few years ago. A review of the data as well as programming for optimization was requested. A review by boston scientific technical services (ts) noted that therapy was delivered by the device (B)(6) 2016. Some noise was also seen on the shock electrocardiogram likely pectoral muscle noise. The noise is likely the reason why the rid marker came out stating that the rhythm was no longer correlating. It was noted that there was no way to know what the correlation values was at the time as the device did not store or report that value. Ts disused doing some testing to recreate the noise. If noise can be recreated and impedance values are stable a possible lead or device issue would be suspected however ts noted the muscle noise could happen during fast ventricular rates where the device is normally inhibiting and cause the device to become uncorrelated and deliver therapy. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code (B)(4), was recorded on (B)(6) 2017. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Analysis did not identify any device characteristics that would have contributed to the observed noise that resulted in inappropriate therapy. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.